Manufacturer narrative:
The product was unavailable for return as it remains implanted. Therefore an evaluation of the device performance was not possible. The instructions for use indicate that ¿MRI systems of up to 3.0 tesla may be used any time after implantation and will not damage the strata® ii valve mechanism, but can change the performance level setting. The performance level setting should always be checked before and after MRI exposure¿. A review of the manufacturing records was not possible as no lot number was provided.

Event description:
It was reported to medtronic neurosurgery that the device was implanted in 2013. According to the report after the patient underwent an MRI the device was found to be stuck at pressure level setting 2.0 and could not be adjusted. The report stated the patient was experiencing headaches and fluid was collecting under the skin near the shunt track. Reportedly, the patient was able to have their valve successfully adjusted to pressure level setting 1.0 by using a different magnet.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.